Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: operator was working on a highly calcified lesion. Multiple attempts were made to revascularize the anatomy. Multiple products, methods and access point were all unsuccessful. A spiral was attempted and while the operator was working with that device, the tip separated. According to the nurse lab manager, the physicians report indicates "the micro catheter did break, and it (the tip) was decided to be intentionally left behind. This was a very small piece (approximately 5mm), left in an occluded calcified artery." Additional information: the operator mentioned rotating both clockwise and counterclockwise (to offset any torque build up. No stents were placed during the procedure. There was no reported patient harm from the incident. They are dur to return for another attempt at angioplasty.

Manufacturer narrative:
(B)(4). Complaint verification could not be performed as no product was returned for this investigation. The DHR was review and zero non-conformances were found. Line clearance was performed, and all processes were followed correctly. The IFU along with the product states the following warning and precaution never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury based on the information received it is possible that the turnpike was over torqued during use, and this may have led to the tip damage and separation. Without receiving the device in question, the root cause is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: operator was working on a highly calcified lesion. Multiple attempts were made to revascularize the anatomy. Multiple products, methods and access point were all unsuccessful. A spiral was attempted and while the operator was working with that device, the tip separated. According to the nurse lab manager, the physicians report indicates "the micro catheter did break, and it (the tip) was decided to be intentionally left behind. This was a very small piece (approximately 5mm), left in an occluded calcified artery." Additional information: the operator mentioned rotating both clockwise and counterclockwise (to offset any torque build up. No stents were placed during the procedure. There was no reported patient harm from the incident. They are dur to return for another attempt at angioplasty.

Manufacturer narrative:
Qn#(B)(4). In section provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported that: operator was working on a highly calcified lesion. Multiple attempts were made to revascularize the anatomy. Multiple products, methods and access point were all unsuccessful. A spiral was attempted and while the operator was working with that device, the tip separated. According to the nurse lab manager, the physicians report indicates "the micro catheter did break, and it (the tip) was decided to be intentionally left behind. This was a very small piece (approximately 5mm), left in an occluded calcified artery." Additional information: the operator mentioned rotating both clockwise and counterclockwise (to offset any torque build up. No stents were placed during the procedure. There was no reported patient harm from the incident. They are dur to return for another attempt at angioplasty.